Event description:
Iron infusion started, drips of medication observed on paper towel laying on patient's lap. Infusion leaking from most proximal y-site of tubing. Infusion stopped and discarded. Pharmacy mixed new dose for administration.